Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: (B)(6) hospital.

Event description:
It was reported that the procedure was to a heavily calcified, mildly tortuous arteriovenous graft artery. The 6x40mm armada 35 balloon catheter ruptured at 20 atmospheres. Another armada 35 was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.